Event description:
"The pt had dangerously low oxygen saturation levels for an extended period that were undetected by the intensive care unit staff, eventhough the pt was on an oxygen saturation level monitor. The low oxygen saturation levels may have contributed to the pt's respiratory arrest and subsequent death. The co's investigation showed that the central monitor audible alarm at the nurse's station that monitors the saturation level may have been turned down to an inaudible level prior to the time of the arrest. Staff was unaware of the fact the alarm was possibly turned down because the monitor does not display the volume level."